Event description:
It was reported that the device shut down. The device was in use at the time of the event. The same device was powered back on and ventilation was resumed. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2022-01377 is the correct report and is the primary complaint. MFR report# has been determined to be a duplicate and should be nulled.